Manufacturer narrative:
MDR 1219913-2024-00481 was initially filed on 28-nov-2024. Additional information (02-dec-2024): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states reported observation of discordant anti-thyroglobulin ii (atgii) patients results with the atellica im lot when compared to historical results obtained for the patients with the alternate atg method. Siemens evaluated customer data and shared a customer bulletin entitled "introducing the new atellica im anti-thyroglobulin ii (atgii) assay (ous)" that shows the performance of the atellica im atgii assay vs. Other atg commercial assays. The data showed that there was no 100% clinical concordance between atgii and alternate atg method. Based on the available information, the measured concentration of atg in each specimen can vary between assays due to differences in assay design and methodology. There is no expectation that the atellica im atgii assay and alternate test methods will produce similar results. A specific cause for the discordant results was unable to be determined. A product problem was not identified. The customer is operational, and no further actions are required. Note: in section h6, codes for investigation findings and investigation conclusions were updated.

Event description:
The customer reported the observation of discordant anti-thyroglobulin ii (atgii) patient results with the atellica im lot 034 when compared to historical results obtained for these patients with the alternate atg method. The customer alleges that this issue was observed upon installation of the assay on (B)(6) 2024. However, the customer has reported this observation of discordance to siemens retrospectively. The customer contacted siemens on (B)(6) 2024 and provided representative patient data documented in section b6. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed results discordance.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported the observation of discordant anti-thyroglobulin ii (atgii) patient results when compared to historical results obtained for the patients with the alternate atg method. Method comparison study between the alternate atg method and atellica im atgii assay was performed. As stated in the limitations section of the atellica im anti-thyroglobulin ii (atgii) instructions for use (IFU), ¿anti-thyroglobulin values obtained from different test methods will vary and cannot be used interchangeably.¿ there is no expectation that atellica im atgii and alternate test methods will produce similar results. The customer does not have patient samples available for siemens investigation purposes.